Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was attempted for the subject device lot. The review showed that the DHR is no longer available due to the age of the instrument (over (B)(6) years old). Therefore the exact date of manufacture is unknown. The date of manufacture is reported as week 48, 2004. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hospital received the mesh cutter from synthes with a broken tip. The reported issue was observed upon inspection at receipt. The broken tip was viewed inside the unopened instrument packaging. There was no patient and surgical involvement. This report is 1 of 1 (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the device was returned in its original packaging with unbroken seals in good condition except a piece of the carbide insert at the upper jaw is broken and the piece is in the bag. The other jaw is cracked. There was a hole on the side of the bag. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device is over 11 years old. It cannot be exactly determined where and how the device was handled in this time. The hole in the side of the bag would suggest that the device experienced a sudden impact which could have broken the inserts. No relevant inspections can be made for this complaint. No manufacturing issue was found during investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.